Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that when the patient was in pacu, the luer access device "sheared off" from the tubing and a small amount of blood leaked out. Customer stated that it looked like the tubing wasn't connected. The patient no longer needed her IV so it was discontinued at that time. No patient injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with packaging was returned for evaluation. The sample included a straight safeday ultrasite valve bonded to a female luer lock connector. No tubing or male luer was returned. Upon inspection of the returned sample it was noted that minimal solvent was present on the female luer, where the tubing was originally bonded. The reported defect of detached tubing was confirmed through visual inspection. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformance of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences.